Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and this transvenous defibrillation lead exhibited noise on the rate/sense channel. This resulted in multiple non-sustained and diverted episodes, as well as pacing inhibition. Lead impedance measurements and thresholds were stable and normal. The noise could not be reproduced with aggresive patient maneuvers. The device was at elective replacement indicator (eri) battery status after only 20 months of service. There was concern that the battery depleted prematurely. The physician considered replacing the lead during the device change out procedure.